Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was discovered that the cuts made with the robotic-assisted solution satellite station device were inaccurate. According to the reporter, two or three femoral cuts were off by 1 cm (10 mm). This issue was identified during the sulcus cut, just before placing the trial. Additionally, it was reported that there was no pointer verification for these cuts. The surgeon resized from a size 6 to 5 and used cement along with a screw in the posterior condyle to compensate for the gap. Overall, the balance was satisfactory. The device was used in conjunction with the robotic-assisted base station device. It was reported that there were no delays in the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: d10: concomitant med products and therapy dates: velys base station device, (B)(6) 2025. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device log files were reviewed for this event. The reported condition was not confirmed, and an assignable root cause was not determined.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. B5: during subsequent follow-up with the customer additional information was obtained. The reporter confirmed that the intended size was 6. The sequence of the femoral cuts was as follows: anterior chamfer, anterior cut, posterior chamfer, posterior cut, and distal cut. It was noted that while placing the sulcus guide, they realized they had removed 1-1.5 cm too much bone from the posterior lateral area. Additionally, the distal cut appeared to be quite thin. Review of the log files indicated that the femoral array was likely compromised, as there was movement in the hip center point. No recuts were performed. The reporter further stated that the issue became apparent upon placing the sulcus guide and was distinctly noticeable. The procedure was planned for a cemented implant. It was reported that they had to downsize to size 5 and utilize a 3.5 screw in the posterior condyle to act as a scaffold or augment to support the implant/cement/bone fixation interface. Balance and fixation were satisfactory, and a thicker polyethylene was used. No manual instruments or jigs were necessary to complete the procedure.